Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in april, a disconnection and a leak occurred at the connection site while attempting to initiate treatment for a patient with new onset atrial fibrillation with rapid ventricular response. The proximal port of the set was used until the set could be replaced. There was no patient harm.